Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficult to remove appears to be related to user error. It should be noted that the perclose proglide instructions for use, states: per the instructions for use: do not use the perclose proglide smc system is the puncture site is located in the superficial femoral artery or the profunda femoris artery since such puncture sites may result in pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen. Furthermore, the instructions for use states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the right profunda femoris artery was attempted using a proglide device after an interventional coronary procedure. A femoral angiogram was not performed. Reportedly, the needle of the proglide device dislodged calcified plaque from the wall of the artery and the needle was stuck in the plaque. The proglide device could not be removed. The patient was taken to surgery, under general anesthesia, for device removal, artery repair, and suturing to achieve hemostasis. There was a 2 hour delay in the procedure due to the surgery to remove the device. There was no reported adverse patient sequela. There was a two hour clinically significant delay due to the surgical removal of the proglide device. The physician is reportedly trained in the use of the proglide device. No additional information was provided.